Event description:
It was reported in a service report that the brakes were not holding. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: brake--foot end brake plates had to be replaced.